Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the syringe pump drive assembly to resolve the issue, no further leaking was observed. The syringe pump drive assembly was returned to beckman coulter for further evaluation; inspection confirmed failure of the syringe pump drive assembly.

Event description:
The customer reported their unicel dxc 800 pro synchron system generated cc (cartridge chemistry) sample syringe errors. Upon troubleshooting, the customer found the cc sample probe was leaking every 10 to 15 seconds but was unable to determine the exact volume. The customer inspected and found the cc sample probe 3 way valve and syringe were tight. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.